Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures during self test. The customer¿s blood glucose value was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No pump error 63 alarms noted during testing or found in the formatted history. Device tested ok.